Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the batteries and completed the pm on the iabp. All functional and safety tests were performed to factory specifications, and the iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm), the cs100 intra-aortic balloon pump (iabp) failed the battery run time test. No patient was involved during this event and no adverse event was reported.